Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
X20 broke while torquing. Ball tip broke while feeling pedicle. Cannulation.

Manufacturer narrative:
(B)(4). One (1) modified sfx x20 torque driver [product code: 6983-27-780, lot number: jc905011] were returned to the complaints handling unit (chu) for evaluation. Visual examination of the sfx driver [6983-27-780] revealed a fracture located on the distal tip. The second part of the tip was not provided with the part. Fracture analysis suggests that the sfx driver underwent a quasi-static overload resulting in the tip fracturing. No material defects or other abnormalities were observed in this analysis. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions the root cause for the tip of the sfx driver fracturing cannot be positively determined. However, the fracture analysis report suggests that the sfx driver underwent a quasi-static overload resulting in the tip fracturing. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.